Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue that device had broken door latch was not determined because no product or device logs were returned.

Event description:
It was reported that the following issue was observed on the device: "door broken." Reported problem cause description: "broken door latch." Hence, the work performed in the device includes: "checked the unit and found that, door latch was broken. Replaced door latch and done the basic infusion 2 times. Now the unit is working in good condition." There was no patient involvement.